Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened/used enlite sensor and found needle separated from sensor base. Unable to confirm if customer received sensor in said condition due to customer returning sensor opened/used.

Event description:
Customer reported issues with the insulin pump. Customer states that she accidently grabbed the needle. The blood glucose reading is unknown. Nothing further reported.